Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. Further investigation is not anticipated as customer indicated this was a product suggestion. If additional information is obtained, a follow-up report will be submitted. The date the incident occurred is unknown. The device manufacturing date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer stated their displeasure with the adc device (freestyle libre 2 and freestyle libre 3 systems) having an alarm feature (to alert of high or low glucose). The customer stated that they found the alarms too loud and disruptive and expressed sentiment that they did not like the alarm feature. Please note that the alarm feature can be turned off. The customer was contacted and stated they did not require further assistance as they already made their suggestions, and the customer did not report of this feature causing adverse event or third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.